Event description:
It was reported that the patient contacted emergency medical services, was transported to the hospital, and was hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 905 mg/dl while wearing the pod longer than 48 hours. The patient mentioned that they were having issues with the pod, and there were no readings on the app. Symptoms reported include vomiting and inability to eat or drink. The patient was treated with intravenous (IV) drips. The pod was removed at the hospital and discarded. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone17.2. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.